Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture and loss of sensing. It was further noted that the lead was dislodged. The lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events were loss of sensing, loss of capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.